Event description:
The consumer called stating that while sitting on the 96-2 shower chair her heard what sounded like a break and noticed that the chair had a crack in it. The chair has broken and is no longer usable.